Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error after having slept on her insulin pump. The patient's blood glucose was 217 mg/dl. It was explained that the customer could use the locked keypad mode and advised that the insulin pump and customer's blood glucose be closely monitored. Nothing further was reported.